Manufacturer narrative:
Additional devices listed in this report: cat 502-03-50d, primary tritanium hemi cluster hole cup 50mm, lot code mlntrw. Cat 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code mlrd5h. Cat 2060-0000-1, acetabular dome hole plug, lot code mmdxhr. Cat 6021-0230, accolade plus tmzf hip stem #2, lot code 35185805. Cat 6260-9-236, v40 cocr lfit head 36mm/+5, lot code mlm3pr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
(B)(6). An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed based on the reported event and concluded: "this pi case is caused by a mix of adverse patient related and procedure-related factors. There are no device-related factors present in this case and this pi is not device-related." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot or sterile lot. Conclusions: a medical review was performed and there was no evidence of a device related issue based information received however the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports, x-rays and return of the device are needed to fully investigate the event.

Event description:
Pt had a left total hip (B)(6) 2013, pt was doing fine, last two months pt been complaining of unexplained pain in her left hip, doctor aspirated hip in doctors office, a milky fluid was found, the aspiate did not grow any cultures, doctor opted to bring pt to surgery to remove implants and put in an anitbiotic spacer. Upon removing femoral dr stated it looks like metallosis under and around trunion, more milky fluid was sent for culture and differential and frozen sections, all tested were negative for acute inflamation, all implants removed, dr prepped femur to accept the antibiotic spacer,

Event description:
Pt had a left total hip (B)(6) 2013, pt was doing fine, last two months pt been complaining of unexplained pain in her left hip, doctor aspirated hip in doctors office, a milky fluid was found, the aspiate did not grow any cultures, doctor opted to bring pt to surgery to remove implants and put in an antibiotic spacer. Upon removing femoral dr stated it looks like metalosis under and around trunion, more milky fluid was sent for culture and differential and frozen sections, all tested were negative for acute inflammation, all implants removed, dr prepped femur to accept the antibiotic spacer.